Event description:
It was reported that two lesions were being treated, one in the "lad" and the other in the cx. Both vessels were diffusely diseased and calcified. Two guides were placed, one in the "lad" and one in the cx. The lesion in the "lad" was a subtotal occlusion and needed to be rotabladed, during this intervention to treat the lesion in the lad it was noticed that the guide wire in the cx was not responding due to the tip being separated. The guide wire was not retrieved but stented to the vessel wall with three unknown stents. There was no pt injury reported.